Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 while attempting to load multiple cartridges. The customer was able to load a cartridge successfully. The customer's blood glucose (bg) level was 399 mg/dl and insulin injections were administered to address the bg level.